Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40m6r, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the clips on the first clip applier would fall out of jaws and not close properly. Another like clip applier from a different lot was used to complete the procedure. Some clips fell out of device and some would come out at angle, when firing device some were not forming properly on the duct/artery and would have to take them off and clip again. The procedure was prolonged by five minutes. There were no patient consequences reported.

Manufacturer narrative:
Batch # r9536g. Per photographic evaluation: pictures of the sample were received for analysis. Upon visual inspection of the pictures, what appear to be 2 unformed clips can be observed in the two bottom photos of the provided file. Refer to the physical analysis for details on investigation. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device r9536g batch number, and no non-conformance's were identified.